Event description:
It was reported that the 9600 system had a burning smell then no image following a case. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor needs to be replaced. The customer cancelled the service call. A follow up report will be filed when additional details become available.